Event description:
On may 21, 1999 safeskin corporation was served with the following lawsuit: plaintiff's claim alleges the following: on or about october 14, 1998, plaintiff suffered a severe anaphylactic reaction which required medical care and attention. Pt was diagnosed as suffering from latex sensitivity.